Event description:
(B)(4) ¿ the dentist reported that 3 months after the dental implant was installed in intraoral region 29#, its non-osseointegration was observed. Moreover, the patient presented bone type ii.